Event description:
Pt with partial paralysis underwent initial biopsy procedure at site #1 - specimen was non-diagnostic. Same pt underwent another biopsy at site #2 - surgeon commented on increased paralysis since initial biopsy at site #1 and alleged that the bx needle went through the motor cortex at site #1. Stealthstation system/accessories/instruments met intended use and indications requirements.